Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and programmed several bolus units. The insulin pump functioned properly and the basal/bolus was listed properly on the daily total. There was no basal or bolus anomaly during testing. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was received with cracks on the reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and absence of no delivery on the insulin pump. Customer's blood glucose level was 460 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves with a manual injection and the insulin pump. Troubleshooting for absence of no delivery was performed. Customer advised there basal delivery was properly programmed but they do not receive signals of no delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.